Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer attempted to reload the cartridge in an attempt to resolve the issue, however insulin gauge remained inaccurate. The customer declined further troubleshooting with tandem technical support; therefore, no additional information could be obtained. Customers blood glucose level was 300 mg/dl.